Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. X-rays reviewed by physician did not reveal any obvious discontinuities in the ncp system. Revision surgery was performed during which the patient's generator was replaced. Device diagnostic testing of the new generator connected to the original lead yielded high lead impedance reading. During the surgery, no apparent lead breaks were observed. Further follow-up concluded that the lead was allegedly damaged; however, the leads were left in place. The neurosurgeon would like to consult with a vascular surgeon before attempting to explant the leads. To date, the surgery has not been scheduled.